Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump would not turn on and her battery cap was damaged. The patient's blood glucose at the time of incident was 150 mg/dl. During troubleshooting the customer confirmed that the insulin pump had not been dropped, bumped, or exposed to moisture. The battery cap was cracked.